Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the inlay couldn`t be attached to the tibia plate.

Manufacturer narrative:
An event regarding seating/locking issues involving a scorpio total knee ps tibial bearing insert was reported. Visual analysis indicated the device was returned damaged. There was severe damage to the insert in the middle of the locking mechanism, which is consistent with unsuccessful implantation attempts. The locking wire was not returned with the insert. There were marks on the articulating surface as well, which is also consistent with trying to implant/explant the device. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The investigation could not confirm the event as the returned device was to severely deformed, the locking mechanism in this case was too badly damaged to complete a dimensional inspection, further to this the locking wire was not returned with the insert, therefore a functional test could not be replicated without the locking wire along with the damage to polyethylene locking mechanism. No further investigation is required at this time.

Event description:
It was reported that the inlay couldn`t be attached to the tibia plate.